Manufacturer narrative:
Film evaluation summary; the cause of the thrombus could not be determined from this single still angiogram. The anatomy at implant is unknown, CT¿s were not provided, and images after the clot was removed were also not available for review. It is possible that implanting within a narrowed and or tortuous iliac artery may have contributed. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant devices are: etbf2313c166e; s/n: (B)(4); use by date: 2019-04-13; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported that the patient presented for follow-up with leg pain on his left side. A CT scan revealed a contralateral left limb occlusion that extended into the bifurcate and a plaque that was focal at the distal m stent of the contralateral limb. The patient received treatment with a non-medtronic catheter being used to remove the clot from the limb after which the graft was lined and extended to the hypogastric artery and proximally to the graft bifurcation. Post intervention, the pressure gradients recorded in the newly lined contra limb were comparable to existing arterial line pressures. As per the physician the cause of the event was anatomy related with a c shaped plaque just distal to the stent graft limb in the patient's left common iliac artery, which compromised the diameter of the vessel, extending to the graft bifurcation on the contralateral side. No additional clinical sequelae were reported and the patient is fine.